Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in clinic for normal follow-up, an overestimation of the remaining battery longevity was observed. It was discussed that it was due to inclusion of the duration of the mid-life plateau. No intervention was reported. Patient was continued to be monitored. When the ICD was returned due to normal eri, device analysis could not identify the root cause of the inconsistent remaining longevity estimate near eri indicated by the programmer.